Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 792 mg/dl while wearing the pod for longer than 48 hours. Once at the hospital the patient removed the pod from the infusion site (abdomen). The patient was treated with intravenous fluids as well as an insulin drip. In addition the patient is receiving manual insulin injections. The patient is currently still in the hospital at the time of the call. The pod will not be returned as it has been discarded.